Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the m.r.I. Port. During the procedure, it was reported that after puncturing the vessel, the guidewire was inserted and did not progress. It was further reported that when the guidewire was pulled, it peeled and opened in layers. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, three videos were provided for review. The first video shows clinician attempted to insert and then remove the guidewire by pulling it back while it was within the needle and it was noted difficulty of advancement of the guidewire and also the observed difficulty of removal of the guidewire, in both cases while it was within the needle. Then clinician removed the guidewire along with the needle and it was noted the distal tip of the guidewire was bent. The second video shows partial view of the catheter from which a wire like component was coming out however the provided video was unclear. The third video shows clinician holding the introducer needle loaded with guidewire and then he tried to pull the guidewire from the needle, and it was noted to be stretched. Therefore, the investigation is confirmed for the reported failure to advance and identified deformation due to compressive stress, improper or incorrect procedure or method issue for the first device as the clinician attempted to remove the guidewire by pulling it back while it was within the needle and the instructions for use warns against the procedure. The root cause for the identified improper or incorrect procedure or method issue was related to user. The definitive root cause for the reported failure to advance, stretched and identified deformation issues could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the m.r.I. Port. During the procedure, it was reported that after puncturing the vessel, the guidewire was inserted and did not progress. It was further reported that when the guidewire was pulled, it peeled and opened in layers. There was no reported patient injury.